Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per log anlysis, each time calibration is attempted it fails. Each time it fails calibration for the same reason, "oxygen (o2) sensor out of range at calib" (about 2.725 volts [v]). This indicates a bad o2 sensor (slightly out of range). Previous successful calibrations were slightly in range. The o2 sensor should be replaced. Per follow-up with the field service representative (fsr): this system-1 has been taken care of by a non-manufacturer third party service. This electronic patient gas system (epgs) was due to be changed out five years ago. The third party service even changed out the oxygen (o2) sensors, so this unit is completely out of compliance and adulterated. The fsr will not service this epgs until the customer let's him perform a complete preventive maintenance (pm) to bring the unit back to manufacturers specifications. The service history of the epgs suggests that it was not sent for reconditioning since it was installed in 2009. The fsr confirmed that customer is fully aware of pm schedule and reconditioning schedule of the epgs still they choose not to send the epgs for reconditioning.

Manufacturer narrative:
(B)(4). The field service representative (fsr) contacted the customer to set-up replacement epgs. They do not want that to happen, they are going to use a third party service provider for the repair.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate, user tried three times. The perfusionist stated he heard a gas leak and observed a "not calibrated" error message. The device was not changed out, as they used the local control knob to perform case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.